Event description:
It was reported that myopotential oversensing was observed via remote transmission. Oversensing was seen with deep breath. Device was reprogrammed and no further oversensing was observed.

Manufacturer narrative:
(B)(4).